Manufacturer narrative:
Citation: zhou, z., & yu, j. Angiographic characteristics and endovascular treatment of posterior communicating aneurysms a s ingle-center experience. Medicine 104(51): e46708 2025. Doi:10.1097/md.0000000000046708 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding angiographic characteristics and endovascular treatment of posterior communicating artery aneurysms, with a focus on treatment strategies, stent use, flow diverter feasibility, and factors influencing aneurysm occlusion and recurrence. The time frame of this study was january 2020 to january 2023. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped) was used for flow diversion. There were 220 patients included in the study, 31 of which were treated with flow diverters. Deaths occurred in the study population. Two patients died in the study; however, the deaths were not in the flow diverter (fd) group. Among patient adverse events included: ¿ one patient experienced delayed aneurysm rupture 5 hours after endovascular therapy, and the patient experienced hemiplegia. Imaging showed acute subarachnoid hemorrhage. ¿ after evt, 6 (2.7%, 6/220) patients developed acute hydrocephalus and were treated with external ventricular drainage. It was not specified which group the patients belonged to. ¿ there were 6 patients (2.8%, 6/218) in the total population that had an mrs score of 3 at follow-up. ¿ among the 30 posterior communicating artery (pcoma) aneurysms treated with fd deployment, 1 (3.3%, 1/30) was treated via ica occlusion, and 3 aneurysms associated with a fetal-type pcoma achieved okm grade b filling. During follow-up, an additional 15 pcomas became occluded asymptomatically, including 11 pcomas with grade 1, 2 with grade 2, and 2 with grade 3 occlusion. ¿ in stent thrombosis leading to occlusion was reported. No further information was provided pertaining to medtronic products.